Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was attempted but not implanted. When the physician first attempted the lead it dislodged from its first location high on the right ventricular (rv) septum. The physician then tried mid septal and the r waves were low. A third position was attempted low on the septum and r waves were fine at 4 to 5 millivolts, however there was no current of injury and no capture in bipolar configuration at maximum output. It was noted that there was capture in unipolar configuration at maximum output. Both the cables and the pacing system analyzer (psa) were changed out with the same result of no capture. The physician opted to implant a different rv lead and similar issues were see on the low and mid septal areas. The physician opted to use the second attempted rv lead and implant it in the rv outflow track with acceptable measurements. No adverse patient effects were reported.